Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the patient end will bend and break when taking injections. Verbatim: consumer reported, the patient end will bend and break when taking injection stated, needles do not break off in her injection site. No injury to report. Has not "sought" medical. Stated, she does not rotate injection sites. Stated, does not reuse."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the patient end will bend and break when taking injections. Verbatim: consumer reported, the patient end will bend and break when taking injection stated, needles do not break off in her injection site. No injury to report has not seeked medical stated, she does not rotate injection sites stated, does not reuse"